Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the stimulator (ins) was no longer functional and the ins had been ¿dead¿ for a while. The patient reported that she had been in remission. The patient reported that the ins was ¿irritating¿ and ¿in a bad spot¿ because she could feel it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the patient had not been seen in the clinic since (B)(6) 2014. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non malignant pain. It was reported that the patient stated her spinal cord stimulation (scs) device was not working. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the only information they had was that patient's last recorded weight was (B)(6) pounds. MRI was not performed on the patient and they have not heard anything back from the patient nor do they have anything scheduled in the future. No further complications were reported/anticipated.